Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) . Batch: 2000018548/20577604.

Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.